Manufacturer narrative:
The device history record (DHR) for lot number 2415705964 was reviewed and no anomalies related to the reported issue were observed. Unused sample was returned for evaluation. Upon evaluation, the reported issue was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a connector disengagement. The product was unused.